Event description:
Spontaneous call from pt's mom to report the pump is not working, no specific details were given. No reports of side effects or missed doses and pump is being replaced. No further info or dates were provided. Reported to (B)(6) by pt/caregiver.